Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted unknown sidus components and underwent revision surgery due to implant failure. No further information is available at that time.

Event description:
It was reported that patient underwent two-stage revision surgery following augmentation of discomfort and pain due to septic loosening and infection.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Corrected information are filled in the following fields: f10 section: the codes submitted with this report reflecting the situation occurred. Please disregard the codes previously submitted. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: infection , loosening. Event description: it has been reported that the patient was implanted with sidus shoulder components on the left side on (B)(6) 2014 and underwent a revision surgery on (B)(6) 2018 due to discomfort and pain. Radiological indication for loosening and infection was given. Due to the infection a two-stage revision, debridement, jetlavage with lavasept, biopsy, punctures, implantation of cement spacer was performed. The subsequent surgery was planned 6 weeks from the first revision surgery. Review of received data: no medical records of the primary implantation have been received. Surgical report of revision surgery performed on (B)(6) 2018 has been received: implant date: (B)(6) 2018. Implant surgeon: dr. (B)(6). Implant facility: (B)(6). Implanted devices: anatomical shoulder, glenoid (ref: 01.04214.345, lot: 2734714) sidus stem-free shoulder, humeral head (ref: 01.04555.420, lot: 2717010) sidus stem-free shoulder, humeral anchor (ref: 01.04555.110 ; lot: 2643707) diagnosis: septic loosening of the anatomic shoulder tep left surgical procedure: revision, debridement, implant removal, staging, implantation of spacers shoulder left. Indication: due to radiologically distinct tep loosening (prosthesis sidus, pi 2013) and increased discomfort of the patient the decision was made to remove the prosthesis. Based on the distinct indication of loosening and the high risk of infection a two-stage revision was chosen. Description of procedure: access through the previous deltopectoralis access. Difficult tissue preparation due to highly scarred tissue. The ssc can no longer be presented. Debridemet of the infectious tissue. Luxation of the prosthesis. The head component including the short stem is removed completely. Multiple punctures and biopsy (mibi/histo). Extensive debridement as well as jetlavage with lavasept. Insertion of a anatomical preformed cement spacer without steinmann nale. Reposition of the spacer. Insertion of a drainage. Closure. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. IFU sidus stem-free shoulder: precautions page 6: "surveillance for new or recurrent infections should be continued as long as the device is in place." Adverse effects page 6: "wound infections". Root cause analysis: root cause determination of the glenoid (keeled, uncemented) using sap dfmea: loosening due to wrong geometry of keel, wrong positioning, insufficient bone => possible: as neither medical records nor x-ray images of the primary surgery were provided this cause cannot be excluded. Bone fracture, loosening due to wrong geometry of uncemented fins, wrong positioning, insufficient bone, wrong size of the rasp possible: as neither medical records nor x-ray images of the primary surgery were provided this cause cannot be excluded. Loosening due to wrong geometry of uncemented fins cemented surface, use of cemented stem without cement, wrong positioning, insufficient bone, wrong size of the rasp possible: as neither medical records nor x-ray images of the primary surgery were provided this cause cannot be excluded. Infection due to failure of sterilization procedure due to design not possible: as a systematic issue with design would have been detected as part of the issue evaluation assessment . Infection due to wrong resterilization procedure for sterile delivered parts possible: as no information about the primary implantation including a possible resterilization is available this cause cannot be excluded. Infection due to unsterile implant due to failure of (re-)processing procedure in hospital possible: as no information about the primary implantation including a possible resterilization is available this cause cannot be excluded. Septic loosening due to infection due to unsterile implant, resterilization in spite of prohibition (for polymers) possible: as no information about the handling of the devices during the primary implantation is available this cause cannot be excluded. Conclusion: based on the surgical report of the revision surgery and the given information the complaint could be confirmed. According to the medical documentation the patient was implanted with a sidus system on the left side on (B)(6) 2014 and underwent a revision surgery on (B)(6) 2018 due to loosening and infection after 4 years in-vivo. Due to the infection a two-stage revision surgery with implantation of cement spacers was performed. After the first revision surgery a subsequent surgery was planned 6 weeks from the first surgery. The received surgical report covers the first revision surgery only. No medical records about the primary nor about the second revision surgery have been received. Based on the time frame between the implantation and the explantation of 4 years it can be characterized as a late infection. Therefore, most likely the infection was spreading from somewhere else within the body. A perioperative infection, which may occur within the first two years after implantation is very unlikely. The reported implant loosening may be traced back to the formation of a biofilm around the implants. The irradiation certificates of the affected lots have been reviewed and were found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for those products. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. It is highly unlikely that a disadvantageous product design favoured or contributed to the infection. However, the appropriate ifus for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Nevertheless, possible causes of infection include wrong handling of the device due to wrong information, wrong resterilization procedures for sterile delivered parts or packaging failure during transportation. Further, late infection may also be triggered by haematogenous seeding of bacteria from somewhere else within the body. As only little information is available we were not able to identify a specific root cause for the reported infection and the implant loosening. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately four years post implantation due to implant failure. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following report is associated with this event: 0009613350-2018-00649.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to dislocation, loosening and infection.